Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient experienced major bleeding on (B)(6) 2020. The subject had lower than normal hematocrit and hemoglobin. The subject was able to see the local gi specialist and had a colonoscopy and egd on (B)(6) 2020. Exams were notable for gastritis and a 5mm sigmoid polyp which was removed by cold snare and subject was also started on pantoprazole. The patient was treated with surgery and changes to medication.

Manufacturer narrative:
Section b5: (B)(6) 2020, event mentioned in previous report is captured in related manufacturer report number 2916596-2021-00397.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding. The subject had an egd and colonoscopy done on (B)(6) 2020 at an outside hospital for possible gi bleed. A polyp was found and removed. The site is requesting the records from an outside hospital for additional information. It was reported that the patient was originally admitted on (B)(6) 2020. Gi bleeding was confirmed. It was reported that egd revealed a bleeding dieulafoy lesion in the duodenum, which was clipped. Colonoscopy was unrevealing. When patient was bleeding, he was lightheaded and dizzy. The bleeding resolved after the lesion in duodenum was clipped. Patient is back to his baseline functional status which is active. He is feeling well and his h/h is improving on po iron.